Event description:
It was reported that this brady lead was not successfully implanted in the left bundle branch placement due to the insulation being twisted, rippled and bulged in various areas causing resistance in the catheter. In addition, the helix was damaged due to two perforations and removal of tissue. This brady lead was replaced with the same model and will be returned for analysis. No adverse patient effects were reported.